Event description:
It was reported that during an ilet supply change, insulin delivery was interrupted for over an hour, after which delivery resumed and the system began providing corrections; the user later reported persistent hyperglycemia and concern that the pump was malfunctioning, though device reporting indicated normal function. Symptoms included elevated blood glucose up to 198 mg/dl and ongoing hyperglycemia. Outcomes included user distress and need for troubleshooting and education, without alerts, alarms, hospitalization, or injury. Investigation included review of device logs and operational status, as well as user coaching on hyperglycemia management following an interruption in insulin delivery. Investigation of this case revealed that the ilet operated as intended and that prolonged hyperglycemia was consistent with the period without insulin during the supply change, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with insulin interruption rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.